Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis found that the power cord door was damaged, the media bay door was broken, the lower case was corroded, the power supply was out of specification and the grill assemblies and analyzer bay were corroded. (B)(4).